Manufacturer narrative:
Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed.

Event description:
The hospital reported the unit unexpectedly stopped ventilation twice during a case. After the second shutdown the unit restarted and the case was continued. There is no report of patient injury.

Manufacturer narrative:
Ge healthcare performed a checkout of the device and a review of the logs. The investigation determined the root cause to be loss of ac mains as the machine was not plugged in. This is a user error. The reported complaint is "not reportable" in the USA. The user reference manual instructs the user to connect the power cord to the wall outlet. There was no malfunction of the anesthesia machine. The machine was tested and functions within specification.